Manufacturer narrative:
Section a4 and a5: unknown; requested but not provided. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from the patient's right eye due to halos and floaters that were causing headaches. Another johnson and johnson iol was implanted as replacement (different model, dib00, same diopter). There was no patient injury and no medical or surgical intervention was required. The patient post-operative status is unknown. The device was discarded. No further information was provided.